Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery would not charge and that it had no leds. There was no pt involvement.